Manufacturer narrative:
The product was not returned for evaluation. Hypotension is included as a possible complication in the instructions for use (IFU) for the indigo lightning system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure to remove clot located at the baseline (bl) and treatment (tx) using an indigo system aspiration catheter 12 (cat12) and lightning aspiration tubing (lightning). It was reported that hypotension was encountered during the procedure. The patient required fluid bolus, neo-synephrine, and levophed infusion with returning of baseline blood pressure to 106/49 mmhg and heart rate of 72 bpm. The clinical deterioration was reported to be adverse event with a possible relationship to the indigo aspiration system and index procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by independent medical reviewer (imr) on 03/13/2023: 1. Section b. Box 5. Describe event or problem. Note: the hypotension was previously adjudicated to be a serious adverse event with a possible relationship to the indigo aspiration system and index procedure. However, on (B)(6) 2023, additional information received adjudicated that the hypotension was unrelated to the indigo aspiration system with a definite relationship to the index procedure. Therefore, this event is not considered reportable against the indigo aspiration system. H3 other text : placeholder.

Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure to remove clot located at the baseline (bl) and treatment (tx) using an indigo system aspiration catheter 12 (cat12) and lightning aspiration tubing (lightning). It was reported that hypotension was encountered during the procedure. The patient required fluid bolus, neo-synephrine, and levophed infusion with returning of baseline blood pressure to 106/49 mmhg and heart rate of 72 bpm. The clinical deterioration was reported to be adverse event with a possible relationship to the indigo aspiration system and index procedure. On 13-mar-2023, additional information received indicated that the independent medical reviewer (imr) adjudicated the hypotension to be unrelated to the indigo aspiration system with a definite relationship to the index procedure.